Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after use during liver transplant, the surgeon grabbed the tip of the needle and attempted to pull the suture from the swage to pass the needle back to the scrub tech. Suddenly, the needle broke in the needle holders away from the patient. There was no patient injury.